Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a bubbled downstream occlusion (dso) seal. The event history log confirmed the reported alarm error code. Functional testing was able to replicate the reported issue. The root cause was determined to be a faulty main board. The main board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a 45639 alarm. There was no patient involvement.